Event description:
It was reported that the patient sustained a pericardial effusion during implant procedure of an aveir leadless pacemaker system. It was elected to abandon the procedure on (B)(6) 2025. The patient was stable.